Manufacturer narrative:
The customer reported that although there was a death involved, they are not alleging any device malfunction. They wanted the alarm function of the respiration and spo2 parameters verified at the monitor and the information center. Philips tested all of the philips monitors in use and they all passed all testing. Philips assisted the customer in configuring the monitors to receive overview alarms from monitors in other rooms. No further investigation or action is warranted. (B) (4).

Event description:
The customer reported that although there was a death involved, they are not alleging any device malfunction. They wanted the alarm function of the respiration and spo2 parameters verified at the monitor and the information center.